Manufacturer narrative:
It is always a concern when valleylab is notified of a product complaint. We as a MFR strive for excellence in constantly improving our products quality and surgical care. A more complete description of the incident described in the received report including relevant events prior to and subsequent to the actual incident has been sought (including add'l pt status details). The file will be updated when add'l info is received.

Event description:
Procedure: not reported. Reportedly, the instrument had been in use for about 20 minutes when the surgeon ratcheted the instrument over tissue, completed the seal cycle, divided the tissue. The jaws locked on tissue and would not release. In an attempt to open the jaws, the forward ring of the handle broke. The instrument had to be cut from the tissue and a new instrument was opened to complete the procedure.